Event description:
Customer reported an issue with his reservoir. Customer's blood glucose is 118 mg/dl. He stated he thinks there may have been some type of blockage in the tubing. A few days ago, the insulin pump could not push the reservoir forward to release any insulin drops. Eventually he got it to move and connected to the insulin pump. He said he would have low insulin, even though he was not doing much. A replacement reservoir was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.